Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on november 21, 2025, with lot number: 2048141. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture" and "rupture" with MRI. Later healthcare professional reported "capsular contracture baker grade iii" this record is for the left side. Device was explanted and replaced with another manufacturer's device. Device has been return.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "capsular contracture" and "rupture" with MRI. This record is for the left side. Device remains implanted.